Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a breakdown, drainage and necrosis at the incision site. The recipient's wound was cleaned with betadine. The recipient was reportedly prescribed clindamycin and antibiotics (types unknown). Wound repair surgery has been scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.